Manufacturer narrative:
Device evaluation: unable to confirm customer problem, no problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pumps downstream occlusion sensor and cassette detection switch were found to be functioning properly. However some "no disposable" messages were found in the event log. The pumps downstream occlusion sensor containing the cassette detection switch should be replaced as a preventive measure and the uso will be recalibrated.

Event description:
Information was received that a smiths medical cadd solis vip infusion pump is not working properly. The patient was unable to receive infusion of parenteral nutrition. It was reported that the fault was discovered when device was powered on and the cassette was attached to the bottom of the device. No patient was involved with this incident. Another device was used as a result of this incident.